Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a ¿start new sensor" error message on the adc freestyle libre sensor after 10 days of wear. The customer experienced symptoms described as ¿going to pass out, confused and light-headed¿ and self-treated with glucose tablets. It was further reported the customer had contact with a healthcare provider who diagnosed the customer with hyperglycemia and treated with an unspecified dose of insulin. No further information was provided. There was no report of death or permanent injury associated with this event.